Event description:
It was reported that the patient experienced a "vibrating sensation" all over his body when he turned his stimulation off at night and went to bed. It was noted that the patient does not wake up feeling stimulation and that when he went camping, he did not feel the vibration when he turned the stimulation off. The patient also noted that there is a smart meter installed about 10 feet from his head when he sleeps and the patient recently started to titrate his dosage of topiramate down from 75 mg per day to 0. However, the patient was feeling the vibration sensation before any changes in medication occurred. The patient also stated that when it is very hot outside, it impacts his tremor. Additional information was requested but was not available at the time of this report. See also manufacturer's report# 3004209178-2012-05061.

Manufacturer narrative:
Product ID 3387-40, lot# j0216930v, implanted: (B)(6) 2002, product type lead; product ID 64001, lot# n245783, implanted: (B)(6) 2010, product type pocket adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37651, serial# (B)(4), product type recharger. Concomitant left side system: product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387-40, lot# j0454848v, implanted: (B)(6) 2005, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).